Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The DHR was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The customer provided additional information that the product was stored in a storage trolley in a temperature-controlled room. There were no holes, cuts, tears or any defects noted and there was no contact with the patient or health care provider.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a chemoclave® vented vial spike, 20mm. It was reported that small clear fragments of silicone became loose in the center of the device when disconnecting from the spiros during the chemotherapy compounding process. The device was not changed out/replaced with no further problems encountered. There was no serious injury, no blood loss, no property damage and no need for medical intervention. This is the first of two incidents reported.